Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm with a report of air in the patient line during drain 1 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, the patient had a clamp open on a supply line that was not connected to a solution bag thus causing air in set. The lot number is unknown, therefore a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Evaluation: sample was discarded no evaluation will be done.

Event description:
A customer contacted baxter's technical service center and reported he saw air in patient line during drain 1 on the homechoice (hc). The technical service representative (tsr)assisted hp to end therapy and advised to let the registered nurse (rn) know. Product surveillance followed up 20jul2010 with the hp who reported he found a clamp on one of the supply line was not closed all the way resulting in the air he reported in the patient line. The hp reported he successfully ended therapy, discarded the supplies and started over. Lot number was unknown by the hp. The hp did contact his nurse in regard to the incident and she explained that he needed to double check all the clamps to make sure they are closed during priming. The hp reported there was no patient injury or medical intervention associated with this incident. The hp continues to use the cycler for peritoneal dialysis (pd) therapy and reported he was doing well.